Event description:
The customer reported to customer service that the suction on her breast pump is low and has decreased 70% on both sides. She stated that the pump is not pulling her nipple into the tunnel of the breast shield and that she has been using the pump on the maximum setting, but suction is still low. She has developed mastitis.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. In follow up with the customer, she indicated that the pump didn't seem to be pumping to the extent that it had been prior to her developing mastitis, that it wasn't pulling the nipple "all of the way in" and that she felt like it was not able to express the full amount of milk as it had previously. She visited an urgent care center and was prescribed a seven day course of antibiotics. She indicated that the replacement pump was working fine and that her mastitis was resolved. In clinical follow up, the customer reiterated that she is no longer experiencing symptoms of mastitis, that her baby is breastfeeding well, that the replacement pump is functioning properly and that she was prescribed a seven day course of antibiotics, though she couldn't recall the antibiotic name. The customer was cautioned that mastitis will sometimes return if antibiotic therapy is less that 10-14 days. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." The breast pump was returned by the customer for testing/analysis. Engineering testing indicated that the pump was performing to its intended function and met its performance specifications. Based on the fact that the pump was not out of specification, it cannot be definitively concluded that the pump caused or contributed to the mastitis. We will monitor complaints for similar issues. Evaluation summary: the pump was visually examined and the following were noted: pump type: pump in style advanced. Pump manufactured on: 03-09/2011. Circuit board data: medela part #9007040a; software version 5.2; manufacturer part # w591; lot code 1052 (1). Ac adapter medela part #9207010. Vacuum levels and cycle rates were measured and the following were the results (note: the pump ran for 30 seconds before any measurements were taken). The pump functioned operated properly and within specification throughout the experiment.